Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) battery depletion-normal. It was noted the device had over 1000 seconds of charge time while still in the box.

Event description:
It was reported that during interrogation of the device during the implant procedure, the device had registered more than 400 shocks and was at eri (elective replacement indicator). The device was not used and replaced. No complications to the patient were reported as a result of this event.